Manufacturer narrative:
Upon further review, it was found that 1018233-2025-09948 was a non-bd product therefore, a retraction is being submitted. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient who had a foley catheter inserted on (B)(6) 2025 had the catheter removed spontaneously on the (B)(6) 2025. It was also mentioned that customer asked us to check if there were any problems with the actual product and also said that there were no external factors such as the patient having a lot of stones.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient who had a foley catheter inserted on (B)(6) 2025 had the catheter removed spontaneously on the (B)(6) 2025. It was also mentioned that customer asked us to check if there were any problems with the actual product and also said that there were no external factors such as the patient having a lot of stones.